Event description:
It was reported that the pt had benefit from the implant until the end of (B)(6) 2013 and that the fmt on the right side moved out of place and is not lying in the external auditory canal.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.